Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from the netherlands alleging an unspecified error message issue with a one touch verio meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting since the lifescan products were not available at the time. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an unspecified error message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The 510 (k) # is k093745.